Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10; item # 00771101110/ femoral stem 12/14 neck taper / lot # 61217444, item # 00630505032/ liner/lot # 61308238, item # 0062005220/ shell/ lot # 60640204, item# 00625006525/bone screw / lot# 61405264, item# 00625006535/bone screw / lot# 61432057.

Event description:
It was reported that patient underwent right hip revision surgery approximately 9 years post implantation due to dislocation and pain. Patient was given steroid injections for presumed bursitis (prior to the revision). During the revision, metallosis was found with dark gray fluid and tissue damage. Surgeon noted patient had a pseudotumor and tissue damage at the greater trochanter and corrosion at the taper junction. The head, shell and liner replaced without complication. Stem remained intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unknown / unknown stem / lot # unknown. Part #unknown / unknown cup/ lot # unknown. Part #unknown / unknown liner/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -01168.

Event description:
It was reported that patient underwent a hip revision surgery 9 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.